Event description:
On (B)(6), 2025, during the system priming, the console experienced a pump failure error. The compliance chamber appeared enlarged, suggesting restricted blood flow. A visual check was performed by the ocs specialist and no visible kinks or twists were initially found. A replacement module was obtained from another hub (1.5 hours away). While a replacement module was being mobilized, the organ was preserved on ice and flushed with preservation solution to maintain viability. Upon the arrival of the new module, the liver was still deemed suitable for instrumentation and was placed on the new module. The organ functioned well on the ocs, and the lactate was cleared in under 3 hours. However, the liver was ultimately declined by the transplanting surgeon due to prolonged cold ischemic time (>5 hours). This event is being reported to the FDA out of an abundance of caution as the organ was not instrumented on malfunctioned module. Investigation summary: the returned module was inspected, and the oxygenator outflow tube was found twisted inside the oxygenator exoskeleton bracket, which is determined to have caused a flow restriction and pump error. The root cause was identified as an assembly error during manufacturing. Immediate re-training was conducted with manufacturing and qc teams. This is the first reported occurrence of this issue in approximately (B)(4) ocs liver cases.